Manufacturer narrative:
Anchor and occlusion component migration are identified as hazards in the barricaid IFU, and have been reduced to the lowest frequency possible. These hazards appear to have been caused by a reherniation according to the surgeon's description of the imaging. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for trends.

Event description:
The surgeon reported on (B)(6) 2023: apparent anchor migration and occlusion component migration. From the surgeon: "yeah she hurts. Small recurrent disc material I think on MRI. She is not a good candidate for lateral...super high crest, and alif would be tough due to vascular anatomy. So my plan is to take out barricaid and tlif." The device was explanted on (B)(6) 2023 and sent for analysis to 3rd party laboratory.